Manufacturer narrative:
Additional information: e1 (last name, phone number), e2, e3, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, a patient underwent treatment in the hospital's operating room due to acute sinusitis. After the patient was induced under general anesthesia, the anesthesiologist discovered that the monitor showed end-tidal carbon dioxide value of 13-14 mmhg. After checking, the interface of the carbon dioxide airway circuit on the patient monitor fell off. The product use was immediately stopped and was replaced with a new carbon dioxide airway of the same type and batch number of the same manufacturer. There was no patient injury.